Event description:
Olympus (ola) was informed that the customer ¿endoeye high-definition ii¿ autoclavable video telescope a reportable colored image noise defect, green and purple image. The reported defect was found at preparation for use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The concerned video scope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported reportable defect, green image. Troubleshoot of the scope found the green image was attributed to a defective outer tube. The inspection also noted the following: minor scratches on the distal end objective window frame, and minor scratches on the rigid outer tube. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported problem occurred due to a defective outer tube. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.